Event description:
It was reported that post implant of this freestyle aortic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as severe aortic insufficiency. It was stated that calcium was seen under the right coronary cusp (rcc) and the sinotubular junction (stj). It was reported that the left coronary artery and right coronary artery appear possibly occluded. Multiple attempts to engage the right and left coronary artery using a catheter from both the right radial and right femoral approach was unsuccessful. On an aortogram, there was no clear flow into the right or left coronary artery. Subsequently 7 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.